Manufacturer narrative:
Citation: belli e et al. The performance of hancock porcine-valved dacron conduit for right ventricular outflow tract reconstruction. Ann thorac surg. 2010 jan;89(1):152-7; discussion 157-8. Doi: 10.1016/j.athoracsur.2009.09.046. Presented at the forty-fifth annual meeting of the society of thoracic surgeons, san francisco, ca, jan 26 ¿28, 2009. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of the medtronic hancock valved conduit in right ventricular outflow tract (rvot) repair for congenital defects. All data were collected via retrospective review of cases from a single center between january 1990 and january 2007. The study population included 214 patients (mean age 62 months; mean weight 14 kg) with 247 medtronic hancock valved conduits implanted to reconstruct the rvot (no serial numbers provided). Among all patients, 3 deaths occurred. It was reported that none of the deaths were conduit-related. Among all hancock patients, adverse events included: coronary artery compression requiring conduit repositioning and removal of the metal ring from the conduit, bleeding caused by internal mammary artery abrasion from the metal ring of the conduit requiring conduit revision , thrombus inside the conduit, increased gradients, peel formation, mild regurgitation, stenosis, percutaneous balloon dilatation of the conduit, stents placed inside the conduit, and percutaneous conduit replacement with a medtronic melody transcatheter valve. Based on the available information, medtronic product was directly associated with the adverse events. Adverse events associated with the medtronic contegra valved conduit included: peel formation and stenosis at the level of the distal anastomosis. No additional adverse patient effects or product performance issues were reported.